Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was not showing on bus. A field service engineer (fse) ran hardware test application (hta) and found that the fridge was not showing. The fse ran the firmware updater, checked all connections, replaced the network cable, and reset both the refrigerator and the station. After these steps, the refrigerator successfully appeared on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator disconnected from the bus, and upon attempting recovery, it displayed a 'maintenance required' message. This incident resulted in a delay in patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.